Event description:
Previous placement of single lumen catheter, right subclavian vein, intraclavicular approach, but with inability to flush catheter, on 6/13/95 the faulty catheter was replaced. The faulty catheter was removed easily with approx 10 mm of the distal portion missing, with there being an area of transverse fracture of the catheter.